Event description:
Teh suspect device was used to check the customer's blood glucose. A result of 385 mg/dl was obtained. Customer dosed insulin based upon the result. While driving their vision became blurry and when they got home they went to bed. Their spouse said they were sweating heavily and called the emts. The emts used customer's device and their glucose reading was 400 mg/dl. The emts then used their meter and the level was 27 mg/dl. Customer was treated with an IV. Controls were not used on the system. The test strips used had expired 6 mos before. The device was replaced and requested to be returned for eval.